Event description:
On (B)(6) 2013, the patient contacted animas and reported air bubbles in the infusion set tubing and luer lock. The patient reportedly experienced a blood glucose (bg) value of 276 mg/dl with thirst and trace ketones. The patient reportedly was able to perform ez-boluses from the pump. Customer support (cs) reviewed the patient's technique and no issues were noted. The reported bg with symptoms does not meet the animas criteria of an adverse event. This complaint is being reported due to the allegation that air bubbles were noted in the luer lock. The patient denied seeing air bubbles inside the cartridge.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.